Manufacturer narrative:
Date of death estimated since unknown.

Event description:
It was reported that a pericardial effusion and patient death occurred. A watchman access system (was) was positioned and two 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. At the start of the case, a 1 cm pericardial effusion was noted around the apex of the heart. The first deployed closure device was fully recaptured due to not meeting criteria. No change to the effusion was noted at this time. Upon deployment of the second closure device, contrast staining was noticed in the pericardium. Again, the device did not meet release criteria for which it was fully recaptured and all devices were removed from the left atrium. At this point, the effusion increased and the patient became hemodynamically unstable resulting in a cardiac tamponade. Protamine was given and heparin was reversed. A pericardiocentesis was performed to remove 600ml of fluid from the pericardial space. A cardiothoracic surgeon then came into the catheterization lab to perform a pericardial window procedure and the patient was taken to the operating room due to remaining unstable. The patient was then transferred to the cardiovascular intensive care unit post-surgery. It was later reported that the patient passed away an unknown amount of time later. No further information is available regarding the patient death. This report will be updated should additional information become available.